Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet pump; support guided the user to toggle the pump cgm settings and to re-enter the sensor code, after which the pump entered pairing mode. No adverse clinical symptoms reported. Outcomes included no impact on health or hospitalization. User support included technical troubleshooting and user education to reinitiate pairing and confirm the device entered pairing mode. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that was addressed through settings adjustment and re-entry of the sensor pairing code, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication error during pairing.